Event description:
It was reported that the pt underwent a sling procedure. Post operatively, the pt presented with vaginal mesh extrusion. In 2003 the extrusion was repaired. The physician feels that the mesh eroded through the vaginal mucosa.